Manufacturer narrative:
Additional information found the device code should have been 2017 rather than 3283. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported the ipg would not communicate with external devices. The patient programmer showed error 2501 and the charger could not locate the ipg. In turn, the patient underwent surgical intervention on (B)(6) 2020 wherein the device was explanted and replaced.